Event description:
New information received indicated that after recommended programming changes were made, another episode of post-paced t-wave oversensing on ventricular channel was noted via remote transmission. Patient was asymptomatic. Further programming changes were made.

Event description:
New information received notes another instance of post-paced t-wave oversensing.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended. No further information is available.